Manufacturer narrative:
(B)(4).

Event description:
It was reported that surgical intervention was performed due to an infection of staphylococcus epidermidis and to excise a soft tissue reaction. Components remained in situ.